Manufacturer narrative:
This supplemental is being filed to remove a results code following the completion of a device investigation.

Event description:
No new information.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. MDR/mir codes have been updated to reflect this.

Event description:
No new information.